Event description:
The customer reported that her blood glucose was 400 mg/dl, and she was unable to remove the battery cap from the insulin pump. The customer had reportedly attempted all methods including a flathead screwdriver. She stated she would treat for her blood glucose with injection. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a stripped battery coin slot. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.